Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to a bad vial of insulin, the customer's blood glucose (bg) was 625 mg/dl. The customer went to the emergency room and was admitted to the hospital. The customer was treated with blood pressure medication and intravenous insulin. High bg was resolved and the customer was discharged on (B)(6) 2018. A new vial of insulin was used.